Manufacturer narrative:
1038671-2024-01534, 1038671-2025-00545, 1038671-2025-00542 d10: 2533330 200-02-35 - three peg patella 35mm. 2471571 204-04-33 - trapezoid tibial tray sz 3f/3t. 2450618 204-32-01 - fluted stem extension 11l x 12 mm. 1566999 208-23-15 - cc tibial insert sz 3, 15mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01534, 1038671-2025-00545, 1038671-2025-00542. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 116 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, bone fracture, implant pain, joint laxity, osteolysis, swelling/edema, and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.